Event description:
It was reported that "hydra insert did not fit snugly and it was unable to attach the insert before use. The insert was new and there was no scar, crack or silicone oil leakage noted on the insert.' The reporter commented that the insert was loose-fitting when he tested it on a sample clamp at the office. Sample inserts were also tested on the sample clamp, but no problem was observed. No patient injury was reported.

Manufacturer narrative:
One hydra33 insert was received without the packaging. An attempt to attach the insert to the laboratory clamp found the hydra insert to fit loose and the insert would fall off by just turning the clamp over. The proximal pin appeared slightly straighter than the lab hydra insert pin. No silicon oil leakage was observed. Ram optical measurement of the insert was found to be out of specification. Visual examinations were performed at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of jaw attachment issue was confirmed as having a relationship to the manufacturing process. An investigation was opened to determine the cause of the out of specification condition on the inserts and implement any necessary actions.